Event description:
Two incidents: pharmacy technician was preparing a syringe and noticed that there was fluid leaking between the trailing ring of the rubber plunger and the plunger itself. The syringe was disposed of. Later, during a different preparation the same pharmacy technician had inserted the needle and was injecting air. The plunger was being pulled backwards and medication shot out of the back of the syringe. This syringe was also disposed of. Pharmacy technician (different from first incident) was preparing a syringe. When drawing medication out of the vial, the pharmacy technician noticed fluid on their glove. The syringe was disposed of.